Manufacturer narrative:
No patient information provided.

Event description:
Caller reports that during a correlation study, the following coaguchek s / laboratory results were obtained. Patient #1: 2.6 inr / 2.0 inr, patient #2: 4.9 inr / 3.41 inr. Patient #3: 4.6 inr / 3.44 inr. Patient #4: 3.0 inr / 2.2 inr. Patient #5: 3.7 inr / 2.38 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement sent.